Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficulty to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was deployed successfully. The second clip delivery system (cds) was advanced to the mitral valve. Gripper line removability was established with some minor resistance noted. The deployment sequence was started. During gripper line removal, a lot of tension was felt. The gripper line was able to be removed successfully; however, it was a slow process, which took 37 minutes to complete. Although there was a delay in the procedure it was not significant for the patient. No adverse patient effects were reported. Two clips were implanted, reducing the mr to 1-2+. No additional information was provided.